Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged with blood/tissue. Electrical tests found an internal short. Further testing found inner insulation abraded in the distal region of the lead. The cause of the reported event was isolated to the exposer of the inner coil in the abrasion zone.

Event description:
New information received noted that the noise was over-sensed. The lead was explanted and replaced. The patient was stable.